Event description:
It was reported that "the sheath was removed and the femoral artery closed with a manta device. Heparin was reversed with protamine. Completion arteriography showed significant extravasation from the right femoral puncture site. Approximately 30 minutes of manual compression failed to produce hemostasis. Dr. D.j was consulted intraoperatively. A covered stent was deployed."

Manufacturer narrative:
(B)(4). UDI will be provided with the follow up.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. The case details were reviewed. Following an undisclosed procedure, an 18f manta was planned for closure. Heparin was administered and was reversed with protamine. Following removal of the procedural sheath, the 18f manta was deployed for closure. A post-deployment arteriography revealed significant extravasation at the manta access site. Manual compression was applied for thirty minutes without success. The surgeon was consulted, and the decision was made to deploy a covered stent. Patient outcome post procedure was fine. After multiple unsuccessful attempts at due diligence to obtain further information for this complaint investigation, due to no response from the customer, no information regarding the initial and deployment procedures, patient conditions or environment, no angiograms or device return, a root cause of the extended hemostasis requiring a covered stent cannot be determined due to the insufficient information submitted for this investigation. The manta instructions for use (IFU) precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding and vessel laceration or trauma. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. No risk evaluation is required as the actual severity does not exceed the expected severity per the risk documentation.

Event description:
It was reported that "the sheath was removed and the femoral artery closed with a manta device. Heparin was reversed with protamine. Completion arteriography showed significant extravasation from the right femoral puncture site. Approximately 30 minutes of manual compression failed to produce hemostasis. Dr. D.j was consulted intraoperatively. A covered stent was deployed.".